Manufacturer narrative:
Investigation results: visual investigation: the complained device was examined visually and microscopically with the digital microscope and the digital-camera. In the incoming condition the locking screw was located in the instrument as intended. For further investigation, the complained/provided device was sent to the responsible manufacturing department. Result of the investigation: visible damages on the locking screw in the area of the 2 holes which are needed for mounting the cover screw. After removing the locking screw, adhesive residues and other residues are visible in the area of the thread. On the production side, no failure could be detected. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) probability of occurrence2(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: due to the damages on the locking screw in the area of the 2 holes it can be assumed that the cemented locking screw was loosened by the customer for the cleaning procedure although this is not appear according to the IFU. Due to this loosening, the adhesive bond which secures the locking screw, is destroyed. Due to the current deviation, the root cause of the problem is most probably usage related. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with nf180r - metha profiler handle f/lateral approach. According to the complaint description, the retaining screw for the clamping mechanism came loose and stuck to the impactor during the preparation process. This retaining screw went unnoticed and came loose when the profiler was impacted and fell into the previously prepared cup. This also remained unnoticed and was only discovered the next day in the x-ray check. The patient had to be operated on again to remove the locking screw. A revision surgery was necessary. Additional information was not provided. Additional information has been requested but not yet received as of this report. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).